Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: the fiber tip was not cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure at (B)(4) joules and 21:12 minutes "fiber metal tip was burned" and end firing were noted. The fiber was exchanged and the second fiber was used to complete the procedure. There was no reported injury to the patient.